Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: malformed stapling occurred on stump of the rectum. Additionally, the cartridge could not be removed from the device. This incident occurred twice. Add'l manual suturing was done. Bleeding under 200cc occurred. The surgeon had to resect more tissue than what was originally planned due to the product problem. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).